Manufacturer narrative:
The device was manufactured from july 22-23, 2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph showed evidence of bladder rupture. Therefore, the reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a small volume folfusor burst during filling which leaked into the device. The device was filled with 51 ml of sodium chloride (nacl) 0.9%, then a second syringe of fluorouracil in 50mg/ml. There was no patient involvement. No additional information is available.